Manufacturer narrative:
(B)(4).

Event description:
It was further reported that upon retrieval of the device into the guiding catheter, the stent was coupled and could not be pulled back into the guiding catheter. The device had to be retrieved by exchanging to an 8fr sheath and introducing a second balloon catheter along the wire distal to the stent, and everything was pulled back with the sheath as one unit.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6) . Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mm in length, concentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3mm in diameter left anterior descending artery. After a guide wire crossed the lesion, predilation was performed using a 2x20 maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 2.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon pulling back, the stent was partially detached from the delivery balloon. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The stent had detached from the balloon and was returned for analysis without the promus element stent delivery system (sds). A visual examination of the stent found the stent severely damaged across its entire length with struts distorted, flattened, stretched and bunched at one end. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that upon retrieval of the device into the guiding catheter, the stent was coupled and could not be pulled back into the guiding catheter. The device had to be retrieved by exchanging to an 8fr sheath and introducing a second balloon catheter along the wire distal to the stent, and everything was pulled back with the sheath as one unit.